Manufacturer narrative:
(B)(4). Date sent 3/12/2025 d4 batch #272d32 investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh25p device arrived with no apparent damage. The breakaway washer was present, cut and there was no staples present. Also, two embedded staples were noted between the cut of halves washer causing nicks; this damaged is consistent when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. When the test battery was installed the green checkmark illuminated, indicating that the device was fired and achieved complete firing stroke. The device was reloaded with staples, a new washer was placed on the device. The device was reset and tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the anvil was attached and removed of trocar as expected and the device performed without any difficulties. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: the device will not fire if the anvil is not properly attached or if the orange staple height indicator is not fully within the green range of the tissue compression scale. Ensure the anvil is attached by verifying the orange band is covered and the anvil is secure. The device will not fire with an unsecure anvil. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 272d32, and no non-conformances were identified. Sn:(B)(6).

Manufacturer narrative:
(B)(4). Date sent 2/21/2025. D4 batch#: unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: do you know where the rectum was resected? (E.g. Ra, rb, etc.)? I only know about rectal surgery. Were there any problems or discomforts other than connecting when the backlight was illuminated? Other than connecting, there were no particular discomforts. However, the anvil purse position may have been tied a little higher because the intestine was thick. However, the orange bar was hidden. Was the anvil changed when another device was used? Same device was used. The doctor used forceps to hold the spring part in the middle of the anvil to not fall off the anvil. Were there any changes to the surgical procedure due to this event (e.g. Additional resections, additional port holes, construction of an unplanned colostomy, etc.)? Nothing in particular. The anastomosis was performed without any problems. Are there any problems with the patient's condition after the surgery? There are no problems and the patient is stable. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a robot assisted rectal resection for rectal cancer, the connection between the anvil head and the device came off several times when the device was screwed up during double stapling technique anastomosis. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent 3/6/2025. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.